Manufacturer narrative:
The alenti bath chair and the primo bath were inspected by an arjo technician. Both devices were working as per manufacturer specification. It was indicated that the handle arm of the alenti device was a little bit bent. No repairs were needed and no other observations were found. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo received a customer complaint where it was indicated that a resident slipped out of a alenti bath chair into the primo bathtub. It was reported that the resident was seating on the alenti bath chair supported by a safety belt. The resident started to complain that the safety belt was hurting him. Therefore, the facility staff loosened the safety belt. Then the resident was lowered into the bathtub filled with water. In this moment the resident started to slip out of the alenti into the bathtub. According to the facility's staff, the resident struck his chest by hitting the handle arm of the alenti bath chair while he was slipping. The facility staff decided to drain the water from the bathtub. When the bathtub was emptied the resident was sitting in the tub outside the alenti bath chair. The ceiling lift was used to move the resident out of the bathtub. As a consequence the resident sustained a bruise on the chest. No treatment was required.

Manufacturer narrative:
Arjo received a customer complaint where it was indicated that a resident slipped out of the alenti bath chair into the primo bathtub. It was reported that the resident was seating on the alenti bath chair supported by a safety belt. The resident started complaining that the safety belt was hurting him. Therefore, the facility staff loosened the safety belt. Then the resident was lowered into the bathtub filled with water. At this moment the resident started to slip out of the alenti into the bathtub. According to the facility's staff, the resident struck his chest by hitting the handle arm of the alenti bath chair while he was slipping. The facility staff decided to drain the water from the bathtub. When the bathtub was emptied the resident was sitting in the tub outside the alenti bath chair. The ceiling lift was used to move the resident out of the bathtub. As a consequence the resident sustained a bruise on the chest. No treatment was required. The alenti bath chair and the primo bath were inspected by an arjo technician. Both devices were working as per the manufacturer specification. It was indicated that the handle arm was a little bit bent. However, there were no repairs needed and no other observations were found. It is unknown how the handle was bent, whether it was before the event or as a result of the event. It was indicated by the customer that the incident occurred due to human error since the safety belt was not fastened properly. The alenti instruction for use (IFU) indicates that the safety belts are to be used, properly fastened and tightened to avoid the resident sliding out of the seat and that the handle arm serves as a security hand-rest handle, which the resident should hold. The alenti IFU describes steps required to position a resident on the device: "position the resident on the seat and fold the hand rest-handle arm forward. The resident¿s hands should be placed on the hand rest. Take of the safety belt clip from the hand rest-handle arm and place the belt around the resident's waist. Fasten the safety belt clip to the back rest-handle arm. Tighten the safety belt." The product IFU warns also "to avoid bodily injury from alenti tipping or resident sliding out of the seat, make sure that: the safety belt is secured at all times, the resident is positioned correctly on the alenti and the handle arms are folded down." Additionally, IFU states to: "make sure the resident is in an upright position in the centre of the seat with his or her: buttocks at the back of the seat, back against the back rest and hands on the hand rest". Based on the information above it can be concluded that when the safety belt is applied, the handle arms are folded down with a resident's hands on the hand rest and the resident is in an upright position in the centre of the seat, it is unlikely that the resident would slide from the device. Following the collected information received and evaluation performed, it can be concluded that the incident occurred due to safety belt not applied correctly. As a result, the resident was able to move freely while seating on the alenti, which as a consequence contributed to the resident's sliding out of the alenti seat. In summary, no technical failure of the alenti bath chair was found that could have contributed to the event. The safety belt was not applied correctly, and therefore from this perspective, the device did not perform as intended. The alenti was used for resident hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to information that the patient slid off the lift into the tub which contributed to the injury.